Manufacturer narrative:
Lot number - 18d049, 18h025, 18k011, 18m006, 18m009, 18n025, 19a039, 19a040, 19d049, 19d053, 19e008, 19e052, 19f019, and an unknown lot number. Twenty-four (24) single-use devices were received for evaluation. For fifteen samples, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the 15 returned devices. The devices were found to be conforming product. For three devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For three devices, the device was received for evaluation with a non-baxter red winged luer cap. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened non-baxter red winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the red winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to a particle lodged under the device¿s checkband. Fourier transform infrared spectroscopy (ftir) identified the particle to be acrylic. The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the particulate matter was not determined. For one device, visual inspection revealed white drug residue located near the blue winged luer cap area, indicating that a leak had occurred. The blue winged luer cap was observed to be slightly untightened. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. One blue winged luer cap was received for evaluation without the rest of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Testing was performed by using the blue winged luer cap with an in-house folfusor. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device or blue winged luer cap. The reported condition was not verified. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the bag that contained the device, indicating that a leak had occurred. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. Four (4) companion sample were received for evaluation in their original unopened packaging. Visual inspection noted no signs of leak on or in any parts of the samples. The outer and inner surfaces of the samples was dry. A functional leak test was performed by filling the samples with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the sample. The reported condition was not verified. The samples were found to be conforming product. A batch review was conducted for lots 18d049, 18h025, 18k011, 18m006, 18m009, 18n025, 19a039, 19a040, 19d049, 19d053, 19e008, 19e052, and 19f019, and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 60 </noe> malfunction events. It was reported that sixty (60) small volume folfusors leaked. One device leaked from the tubing during infusion, twenty-six devices leaked from the blue winged luer cap prior to patient use, and thirty-three devices leaked from an unspecified location prior to patient use. One event involved a (B)(6) year old male patient with no patient consequences; there was no patient involvement for the other fifty-eight events. No additional information is available.